Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 125 mg/dl compared to a lab reading of 66 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter (B) (4) was returned and tested with returned test strips lot # 0934116. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported comparison value of 125 mg/dl was found in the device's internal memory log.